Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), iabp gas line connection loosened and broken on pump, pump is unable to fill and deliver therapy to patient. There was no harm to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, e1 (initial rep name).

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h6 investigation, investigation findings, investigation conclusions, component code; h11 corrected fields:g1 contact person ¿ mfg site a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse investigated the customer¿s complaint with iabp gas connection use and broken on pump. Fse was able to reproduce the customer¿s stated issue. Fse had found the balloon catheter port on the pneumatic interface module was broken. Replaced the pneumatic interface module and calibrated. Functional tested without any further failures or issues. Cardiosave iabp pm services completed.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter, event site email).